Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a post implant check. Upon interrogation, it was noted that the patient's presenting rhythm was atrial fibrillation, atrial sensing was decreased, and the device failed to mode switch during atrial fibrillation with ventricular pacing. X-ray revealed that the right atrial lead was displaced from its original implant site. The lead was programmed off. The patient was discharged.